Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams700 ipp cylinder 1 was visually inspected and functionally tested. Cylinder 1 had holes and marks by the proximal of the cylinder body that was consistent with sharp/tool instrument damage which likely occurred during explant. A leak was present. The ams700 ipp cylinder 2 was visually inspected and functionally tested. Cylinder 2 outer tube was damaged by the proximal end of the cylinder body that was consistent with sharp/tool instrument damage which likely occurred during explant. Cylinder 2 had no damage to the inner tube resulting in the cylinder passing the leak test as performed. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found. Ms pump did not pass activation test 2 and 3. The reported inflation issue was confirmed.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device was not working properly and not inflating. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams700 ipp was visually inspected and functionally tested. Both cylinders exhibited explant damage with a leak in one of the cylinder bodies. The momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found. However, the pump did not pass activation testing. The reported inflation issue was confirmed.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device was not working properly and not inflating. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis(ipp) device due to the device not working properly and not inflating. A patient outcome of stable was reported.